Manufacturer narrative:
It was reported that the multigas unit (gf-210ra) failed during patient use. The numeric values and waveform were dropping out and the device went into a flat line. No consequence or impact to the patient was reported. The customer has checked all the connections and settings but was unable to find the cause. The customer also indicated that the numeric values and waveform came back but then disappeared a few minutes after. The customer will send in the defective unit for an evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
It was reported that the multigas unit (gf-210ra) failed during patient use. The numeric values and waveform were dropping out and the device went into a flat-line. No consequence or impact to the patient was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated gas unit was not reading etco2. No errors were reported. Device was then sent to nka for firmware update under a different record: (B)(4). Service requested: exchange. Service performed: exchange. Investigation conclusion: the root cause of reported issue was determined to be firmware related. An update is required to correct this issue. CAPA 19-016 has been initiated. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type?; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Event description:
It was reported that the multigas unit (gf-210ra) failed during patient use. The numeric values and waveform were dropping out and the device went into a flat-line. No consequence or impact to the patient was reported.